Event description:
Terumo received the following reported information: at the end of a left hear cath, with right radial access, a tr band was placed on the wrist and inflated prior to sheath removal. It was clear that the band was not holding air. Pressure was applied and all air left the band. A second band with the same lot number was then applied and inflated. Once again, all air released from the band prior to sheath removal. A third band was then applied (lot number unknown for third band) and the band held the air. The sheath was removed and patient hemostasis was achieved. There was no harm to the patient or blood loss. 15cc of air applied to the tr band, air would not hold. More air was added but unknown specific amount. Tr band lost air immediately. It was unknown where the band was leaking air from. There was no visible damage noted to the device. Device was used correctly and not manipulated. Product was stored in a room on a shelf behind a drape covering.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rcis the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2026-00210.